Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported intermittent image (blinking and dimming) displayed during maintenance involving an olympus video system center. The customer suspected that the cause of the intermittent image was due to damaged socket. There was no patient involvement reported.